Event description:
Pt was treated with a braun tyshak ii 12mm x 3cm stent. The device ruptured circumferentially during hand inflation with piece occluding the iliac vein requiring surgical removal. The pt tolerated the surgery well with no permanent injury.